Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the color bar appeared on the monitor and the cable of the subject device was broken. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the pituitary tumor resection with the subject device, the endoscopic image of the subject device was not displayed. The user replaced the subject device with another device to complete the procedure. The general anesthesia time was 1 hour and 30 minutes longer than planned due to this problem. There was no report of the patient injury other than above. The event date was unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from olympus service operation repair center (sorc), olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to failure of the cable. The exact cause of the cable failure could not be conclusively determined. There were some items for which information could not be obtained. If significant additional information is received, this report will be supplemented.